Event description:
Journal article received: dynamic hip screws for unstable intertrochanteric fractures in elderly patients-encouraging results with a cement augmentation technique; lee p.-c., hsieh p.-h., chou y.-c., wu c.-c., chen w.-j.; journal of trauma- injury, infection and critical care. 2010 apr; 68 (4): 954-964; reported: a prospective study of the complications and outcomes of cemented dynamic hip screw (dhs) and conventional dhs procedure to treat unstable intertrochanteric fractures in elderly male and female patients. Fifty five patients were treated with cement augmentation; fifty three patients were not treated with augmentation; mean patient age was 81.9 years. The products were reported as synthes (dhs) and stryker-howmedica (surgical simplex p). Five months postoperatively, a (B)(6) female who underwent a dhs alone, experienced cutting of the lag screw. The patient underwent a total hip replacement. This report is for an unknown plate. This is report 1 of 2 for this complaint (B)(4).

Manufacturer narrative:
Date of event (B)(6) 2010. Stryker-howmedica surgical simplex; polymethylmethacrylate(pmma) bone cement unknown manufacturer. The investigation could not be completed; no conclusion could be drawn as no product was received. Without a lot number the device history records could not be reviewed. Device was used for treatment, not diagnosis.